Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, balloon withdrawal resistance occurred. The 75% stenosed target lesion was in the proximal "da" artery. The physician performed direct stenting with the implant of a 3.5x16mm taxus liberte drug-eluting stent. The stent was deployed at 12 atmospheres (atms) for 1 minute (min). During withdrawal, the physician encountered resistance. The physician attempted negative pressure 3 times with the encore inflation device and once with an unspecified sized syringe; however, the withdrawal difficulties continued. The physician was eventually able to remove the stent delivery system by advancing the guide catheter to the proximal edge of the stent and pulling the balloon back. The balloon was removed deflated and intact. There were no patient complications reported.

Manufacturer narrative:
Device analysis: a unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the manufacturing record for this batch shows that the device met its material, assembly, and product specifications at the time of its release to distribution. The most probable root cause of the reported complaint is unknown. Product unavailable for analysis.